Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pediatric patient (gender unknown), the electrode pads were unable to be removed from the packaging. The electrodes subsequently ripped causing unnecessary delay in patient care while the clinician applied ECG leads to continue cardiac monitoring of the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the reported malfunction was observed. Visual inspection of the electrodes found the electrodes adhered to the non-coated side of the styrene liner. There is definitive evidence based on the self test wire assembly suggesting the electrodes were originally adhered to the coated side of the liner for easy removal. It was determined that the electrodes were removed from the liner then reapplied back onto the noncoated side likely during the event. No trend is associated with reports of this type.